Event description:
Reporter indicated that patient is experiencing facial numbness. The numbness reportedly started about 5 months ago and moved from the patient's left ear to the jaw line and is progressively getting worse. The patient's last programming change was a couple of months ago.